Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed external flash error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed external flash crc error during the self test due to a faulty component on the mother board. The pump was received with cracked battery tube threads and minor scratches on the lcd window.